Manufacturer narrative:
Manufacturer's investigation conclusion: the report of backup battery fault alarms was confirmed through the analysis of submitted data log files. The first three log files were retrieved from system controller sn (B)(6) and captured events in the date ranges of (B)(6) 2019, and (B)(6) 2019, per the timestamps. These logs captured multiple transient backup battery fault alarms as a result of active backup battery circuit faults. All of these events were triggered when the white power cable was captured as disconnected from external power and resolved when it was reconnected to external power. None of these events affected the controller's ability to support the pump at the set speed and no backup battery fault alarms were captured when the white power cable was captured as disconnected. The fourth submitted log file was retrieved from system controller sn (B)(4). Per the log file the controller was connected to an lvad on (B)(6) 2019 and supported the pump at the set speed without any atypical alarms or events being captured throughout the remainder of the log file. The log file was consistent with this controller being a replacement or back-up controller. The system controller used during the reported events was not returned for analysis. An attempt to obtain the product was unsuccessful. As a result, the root cause of the events captured in the submitted data log files could not be conclusively determined. However, based on the captured sequence of events and previous complaint experience, the events appear consistent with a possible connection issue between the system controller and its internal backup battery. Although the root cause of the backup battery fault alarms could not be conclusively determined, similar reports of backup battery fault alarms with unknown causes have been documented and corrective action (CAPA) has been initiated to investigate the issue. Reports of similar events will continue to be tracked and monitored. Heartmate 3 patient handbook section 5-"alarms and troubleshooting¿ and heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ address all alarm conditions, including backup battery fault alarms, and the proper actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller was exchanged due to backup battery fault alarms. The alarms resolved after system controller exchange.